Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she woke up with high blood glucose of 559 mg/dl. The customer stated she called her doctor for guidance to treat with manual injections. The doctor advised about the recommended insulin amount to treat. She corrected with 6 insulin units through manual injection. She experienced nausea and mentioned she had been having high blood glucose levels for 3 months. Troubleshooting was done and the customer stated the drive support cap appeared normal, the tubing had no air bubbles, no insulin leak was found, insulin did exit the tubing with manual prime and the settings and bolus history were correct. The customer did not have a tubing clamp to perform the high pressure test. She requested the insulin pump to be replaced. Replacement was sent to the customer and the customer returned her insulin pump for analysis.